Event description:
It was reported that during insertion of the central venous catheter and introduction of the guidewire through the needle, the guidewire sheared, separated, and uncoiled inside the pt. The pt was taken to the cath lab to look for any missing pieces. No pieces remained, no intervention required. No reported pt complications.

Manufacturer narrative:
Eval: received a small section of a 0.018" diameter spring wire guide (swg). The returned sample was severely kinked and bent. Flat pressed tip appears to have been severed by a sharp object. The outer diameter (od) of the returned swg sample measured 0.0174" and the core wire measured 0.010". Both dimensions are consistent with the spec for a 0.018" dia swg. The bill of materials for this kit specifies a 0.025" diameter swg with an od tolerance of .0240" to .0250" diameter core wire. The returned sample is not the correct size swg for this kit. The instructions for use include suggested techniques to minimize the likelihood of swg damage during use. The device history record for the swg was not reviewed because the returned sample does not match the swg packaged with this kit. The investigation found no evidence to suggest a mfg related cause. Conclusion: the reported complaint of swg unraveling was confirmed as swg separation. The potential cause could not be determined based upon the sample and info provided. F/u report will be filed if add'l info becomes available.